Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. Customer stated that they had fall into the toilet and there was fluid under the display. No harm requiring medical intervention was reported. Troubleshooting successfully performed and the customer will discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). The pump was returned for exposed to moisture per event date (B)(6) 2021. Unable to perform the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to unresponsive keypad. Unit was cut open to perform visual inspection and found moisture damage on the pcba 1 pcba 2 force sensor, 40 pin flexible printed circuit lcd and motor. The following were noted during visual inspection cracked battery tube threads and cracked case at battery tube side. The unit p-cap test reservoir locks in place properly. Insulin pump exposed to moisture confirmed. Unit was cut open to perform visual inspection and found moisture damage on the pcba 1 pcba 2 force sensor, 40 pin flexible printed circuitlcd and motor. Keypad unresponsive due to moisture damage on electronics assembly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom .